Event description:
Pca pump was programed incorrectly. Concentration of syringe was 1 mg/ml, but pump was programed as though the concentration was 0.2 mg/ml. Pt. Was receiving 5x the prescribed dose.